Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the marionette lines area with 1ml of juvéderm® voluma¿. A month later, patient was injected in lips area with1 ml of juvéderm® volift¿ with lidocaine. 5 months later, patient experienced induration and itching in the upper lips. Later, an inflammatory nodule also appears in c6. Patient was treated with dacortin pauta for 9 days, corticosteroid, and ciprofloxacin 500 mg for 7 days. Symptom is ongoing. This record is for juvéderm® volift¿ with lidocaine.